Event description:
While implanting a cortex screw with power, the attached small hexagonal screwdriver shaft tip broke in the head of the cortex screw. The procedure was completed using a hand driver and the fragmented piece remained in the head of the screw implanted in the patient.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Event description:
This report is #1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The hex tip has sheared off and was not returned for evaluation. The remaining portion of the hex tip is approximately 2mm in length and twisted approximately 45 degrees in the direction of tightening a screw. The instrument was designed to insert and explant screws with a 2.5mm hexagonal recess. The design is based upon longer versions of the same device. The device is manufactured from 440a ss which is a typical material used to make screwdriver shafts. The design is adequate for its intended use and did not contribute to this complaint condition. The design risk assessment adequately assesses the risk associated with this complaint condition of instrument breaking or bending as less severe with a moderate severity of harm 3 and an improbable probability of occurrence 1. The design is adequate for its intended use and did not contribute to this complaint condition.